Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted laparoscopic procedure, the device not completely fired, because the tissue was narrower, the blade was separated from the tissue by four-fifths. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.